Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that after turning on the power switch, an alarm occurs and the front panel display goes off. This is attributed to failed light emitting diode (led) lights of the front panel. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device did not have any front panel display. There is no harm to any patient or persons.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon ¿missing representation of the front electrophotographic bulletin board is visible¿ was due to the led failure on the front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No further information obtained. Olympus will continue to monitor field performance for this device.